Event description:
Reporter alleged blood glucose read 148 mg/dl at 5 pm and took 10-12 units of insulin however 30-35 minutes later went into "diabetic shock" where went to the hospital and glucose read 16 mg/dl. It was reported customer's glucose measured 116 mg/dl prior to going to the hospital however was given an IV and stayed for four hours until glucose was 192 mg/dl when released. A request was made for the return of the suspect device and replacement product was sent.